Event description:
Patient was found with broken cannula from trach. Pt not receiving full tidal volumes on ventilator. Audible air leak. Air placed in trach cuff without improvement. Trach noted to be broken and replaced.